Manufacturer narrative:
Image analysis: images from the account confirm the presence of previously deployed stents in the proximal to distal rca. The distal target vessel was pre-dilated prior to attempts to deliver a stent into the rca. The stent did not advance past the previously deployed proximal stent. The action resulting in dislodgement was not provided on the images. But it can be confirmed that the stent dislodged and was eventually snared and removed from the radial vessel. There appeared to be damage to one end of the dislodged stent. It could not be determined if this was the proximal or distal end of the stent. But it may suggest that the stent may have hit off the tip of the guide catheter during the delivery difficulties and this may have contributed to the dislodgement but this cannot be confirmed. As the mechanism of dislodgement was not shown on the images. No other treatment was completed on the images provided. The final image provided shows contrast injection into the rca. There appears to be diffuse moderate calcification in the proximal vessel and this in addition to the previously deployed stent may have contributed. Image analysis: images provided from 19th may confirmed the presence of a tight lesion in the distal rca. The images confirmed that the rca was a domination vessel with collaterals to the left coronary system. No vessel treatment was shown in these additional images. Product analysis: the device was received for analysis. A kink evident to the hypotube. The stent was not present on the balloon but did return for analysis. The stent returned with gross deformation evident, the stent struts were stretched, raised, and bunched. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the guide extension catheter was not used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a non medtronic stent was previously implanted in the rca. It was planned to use a guide extension catheter but resistance was getting harder during stent withdrawal. Maneuvers were done but the stent still dislodged. It was believed that there was a high possibility that the stent dislodged due to interaction with the previously implanted stent. It was confirmed by ivus that there was no damage to the previously implanted stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion with 80-90% stenosis in the distal right coronary artery (rca). The patient had a stent implant about three months prior at proximal-distal rca and this procedure was a planned staged percutaneous coronary intervention (pci) for the left anterior descending (lad) artery. However, as the procedure began it was seen that the distal rca (outside of the implanted stent) had another severe lesion. As the circulation area of the rca was dominant it was decided to repair the rca lesion instead of the lad. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent dislodgement occurred during removal following failed delivery. Optimal pre-dilatation and intravascular ultrasound (ivus) imaging were done an d showed no abnormalities. However, during delivery the stent was unable to cross the previously implanted stent and dislodged when during attempted removal. The dislodged stent was successfully retrieved by snaring technique. The patient is alive with no further injury.